Event description:
It was reported that the customer experienced a pixel problem on the pump display, affecting the ability to interact with or read the pump screen. The issue did not cause the customer¿s blood glucose levels to exceed or fall below critical thresholds, specifically not above 500 mg/dl or below 54 mg/dl. Technical support decided to replace the pump, sent a replacement with updated software, and advised the customer on steps for transitioning to the new device. The customer acknowledged these instructions and agreed to return the malfunctioning pump using a pre-paid label. Reportedly, the customer continued to use the pump for insulin therapy.